Event description:
The patient's culture came back as positive for methicillin-susceptible staphylococcus aureus (mssa). Bactrin was given for 10 days. Cefadroxil was restarted for suppression on (B)(6) 2022. As of 21mar2022 the patient was doing well and had a plan for a 3 month follow up.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had right heart failure and was hypervolemic. The patient was given 5 mg of metolazone, 100 mg of torsemide, and 10 mg spironolactone with an output of 1036.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 it was planned that doxycycline would be continued indefinitely. On (B)(6) 2022 it was reported that the patient had increased pain at the driveline site. The patient presented to the emergency department (ed) on (B)(6) 2022. A culture was done and the patient was discharged home.

Event description:
The patient had continued driveline drainage and pain. The patient was already admitted to the hospital and infectious disease consult was obtained. There was no compelling evidence of infection on exam. Antibiotics would be continued indefinitely. Computed tomography of the abdomen showed minimal stranding/inflammation around the superficial aspect of the driveline. The patient was given cefazolin and cephalexin. On (B)(6) 2022 the patient had a small amount of drainage at the driveline site. The plan was to stop doxycycline and start cefadroxil for 21 days and then restart doxycycline. White blood cells 4.5 x 10^9 cells per liter, patient was afebrile and no cultures were sent.

Manufacturer narrative:
Section b5: the patient was previously treated for driveline infection in MFR # 2916596-2021-07110. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.